Manufacturer narrative:
The device involved in this report was returned for eval. The eval confirmed that the working element failed continuity testing. Debris and evidence of thermal damage was observed inside the teflon body of the working element, which could cause the device to fail the continuity test. In addition, the debris could also cause the working element not to function properly and could also induce spark discharge. The cause of the user's experience appears to be due to insufficient cleaning of the connector for the high frequency cable. This report is being submitted as an MDR in abundance of caution. Add'l comments: olympus is working with the hosp to gather add'l info regarding this report, and will supplement this report within 30 days.

Event description:
The user facility reported that the working element sparked and "shorted out" during a procedure. Olympus regulatory affairs contacted the user facility several times for add'l info regarding the report, and was informed that two working elements and two high frequency cables had reportedly experienced this difficulty. However, there was no further detailed info provided regarding the circumstances relating to the reported event.